Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. It was not designated which models had the failures. If additional relevant information is received, a supplemental report will be submitted. There is no information given as to the date of death for the patient; therefore, the date of death included in this report is purely an estimate. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: clinical and electrical performance of currently available MRI-safe pacing systems. Do all devices perform in the same way? International journal of cardiology. 2013;167(5):2340-2341. The gender of the baseline characteristic is male and the baseline age is 71 years old. Product ID mdt-ipg. (B)(4).

Event description:
A journal article was reviewed that contained information regarding MRI-safe implantable pacing systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique system/serial numbers. The article included the following failure modes for the MRI-safe systems: deaths, lead dislodgements, cardiac perforations, pericardial effusion, hemothorax, and infection. Further follow up did not yet yield any additional relevant information regarding the event. The status of the systems is unknown.